Event description:
Intermittent atrial oversensing observed on these episodes, leading to errant episodes being recorded by the device. Lead trends stable. Facility notified of this issue. Local medtronic rep team emailed .. " lead manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).